Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that a red alert was issues for this device due to end of life being tripped and a tachy mode other than monitor therapy. No adverse patient effects have been reported.